Event description:
It was reported that the asymptomatic patient presented to clinic. The device was not able to be interrogated. The patient had a left ventricular assist device implanted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.